Event description:
Tss symptoms/toxic shock [toxic shock syndrome], wet gangrene issue [gangrene], killed the tissue (that it's sitting on), so that tissue is dead - vaginal [vaginal necrosis], killed the tissue that it's sitting on, so that tissue is dead - vaginal [medical device site necrosis], have a tampon in me, it is stuck/retained tampon in vaginal area [foreign body in reproductive tract], fever head [pyrexia], anal fissure [anal fissure], darkening around the vaginal - skin [skin discolouration], tissue turned light pink, vaginal area discolored/discoloration intimate area [genital discolouration], burning through skin to buttocks/burning spread to rest of body - skin [skin burning sensation], burning intimate area - vaginal [vulvovaginal burning sensation], tampon hairs are turning black; tampon is getting black - tampax [device colour issue]. Case narrative: consumer reported via phone that the tampon is stuck inside her and turned black. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.